Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was having high blood glucose after experiencing low blood glucose. Customer suspended the insulin pump but forgot to unsuspend it. Customer declined to troubleshoot. Customer also stated that she has received sensor error alerts. Nothing further reported.